Event description:
It was reported that, "swelling of the knee, redness, constantly in pain. She trips on everything. Her knee doesn't bend like it used to. The pain is also affection her back."

Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Additional info pertaining to the device(s) referenced in this report (including x-rays and medical records) was requested. If additional info becomes available, the eval summary will be submitted in a supplemental report.